Event description:
It was reported that boston scientific technical services (ts) was contacted about a chronic issue with the right atrial (ra) lead safety switch (lss). Ts reviewed the episode with the health care professional (hcp), and ts noted ra oversensing, but all other measurements were within normal limits as explained by the hcp. No adverse patient effects were reported. Additional information was received indicating the ra lead exhibited low, out-of-range pace impedance measurements of lower than 200 ohms for some time. The ra lead remains in service. No adverse patient effects were reported.